Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that upon insertion via right femoral, the spring wire guide (swg) broke. X-ray revealed that a 2cm portion of the swg remained under the skin of the infant. As a result, the physician made the decision to leave the broken swg portion in place. A new right jugular insertion was made with another kit and the same lot number. The second attempt was successful.